Manufacturer narrative:
Device sample has not been received by manufacturer in time for this report.

Event description:
The complaint was reported as: complaint alleges: it was reported by the sales representative, that during use, the applier broke, at the junction jaws/shaft. The surgeon took another applier: no other issue. No consequence for the patient.